Manufacturer narrative:
The reported field events of no communication and premature battery depletion were confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. It was noted that the battery was found swollen, but no chemical leaks were detected. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion. Visual inspection noted a white substance on the ICD can. Further analysis found that the main constituents of the white substance were chlorine, oxygen, and sodium. (B)(4). Following fields deleted: reason_for_no_eval_code.

Event description:
It was reported that device had issues with interrogation, output, and rapid depletion of battery. An unknown white powder substance was observed upon opening the pocket for explant. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.